Event description:
It was reported that there was a blood clot at the proximal lad. The lesion was proximal, mid, and distal lad with no tortuosity, no calcification and 75% stenosis. After the guide wire crossed, an aspiration catheter was exported. Resistance was felt when the physician removed the guide wire from the lesion and found the tip was frayed. This is being field as a malfunction MDR based on the returned product evaluation that revealed a separated guide wire.